Manufacturer narrative:
Na

Event description:
The customer reported that the ventilator alarmed and shut down while in use on a pt. The customer reported there was no pt harm. The MFR's svc tech reported during initial eval the ventilator would power on and restart repeatedly. Review of the ventilator diagnostic log history confirmed a diagnostic code that indicated a +24 volt failure and a ventilator restart. The respironics svc tech replaced the external battery, battery charging pcb and backup battery to correct the problem. Performance verification testing was completed, and the ventilator passed per operating specs.